Event description:
It was reported that 2 bd micro-fine¿ + insulin syringes had transparent, foreign liquid come out of them when pressing the plunger. The following information was provided by the initial reporter: "when pressing the plunger of the syringes (happened with several syringes), a drop of unidentifiable transparent liquid comes out of the needle. Same problem was with syringes purchased from other pharmacies. Judging from the feedback in the diabetes group, this problem is common among other users. No pictures are available as syringes were disposed. The liquid can not be seen in the syringe itself, it appears when you push the plunger to its highest position. What is it - a scrap? One and the same package can contain normal syringes and those with liquid, however only related to 0.3 syringes. Other types (0.5 and 1.0 ml) of syringes are dry... There are no injuries as the liquid was detected before use, but this makes it not feasible to use a large number of syringes in a pack."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. See h10.

Event description:
It was reported that 2 bd micro-fine¿ + insulin syringes had transparent, foreign liquid come out of them when pressing the plunger. The following information was provided by the initial reporter: "when pressing the plunger of the syringes (happened with several syringes), a drop of unidentifiable transparent liquid comes out of the needle. Same problem was with syringes purchased from other pharmacies. Judging from the feedback in the diabetes group, this problem is common among other users. No pictures are available as syringes were disposed. The liquid can not be seen in the syringe itself, it appears when you push the plunger to its highest position. What is it - a scrap? One and the same package can contain normal syringes and those with liquid, however only related to 0.3 syringes. Other types (0.5 and 1.0 ml) of syringes are dry... There are no injuries as the liquid was detected before use, but this makes it not feasible to use a large number of syringes in a pack."